Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted via merlin.net transmissions on (B)(6) 2020. The lead was noted to the fractured and was capped and replaced on (B)(6) 2020. The patient was sedated throughout the procedure and was stable. The patient was stable after the procedure as well when the device was checked.